Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient was originally done in (B)(6). Glenoid bone broke and converted to hemi. 32, baseplate # screws came out poly was damaged when removed.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01451; 508-32-204, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.